Event description:
It was reported to philips that the system was unable to boot, stalling at the philips logo. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that the system was unable to boot, stalling at the philips logo. Review of the log files shows control network connection to x-ray-pc, flex spot and flex vision is not ok. Upon troubleshooting, the philips field service engineer (fse) connected with the nss team and was instructed to try ctr+alt+s, but problem did not resolve. Nss advised the philips field service engineer (fse) to reload suite pc software via tsm to restore the functionality. To resolve the issue, fse reloaded the suite pc software and rebooted the system several times with no errors. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.